Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. It was reported the patient presented to the emergency room with infection symptoms. Regarding environmental/external/patient factors that may have led or contributed to the issue, none were immediately known. A magnetic resonance imaging procedure (MRI) was performed and showed potential abscess fluid and/or infection around pump and catheter. The decision was made to remove the entire pain pump system and catheter intraoperatively on (B)(6) 2018. It was reported the devices would not be returned. It was reported the device would be replaced in the future. It was indicated the issue had not resolved at the time of the report. The patient¿s status at the time of the report was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event and medical history were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the patient was still in the hospital at the time of the report, (B)(6) 2018. To the rep's knowledge, the patient was doing well.